Manufacturer narrative:
Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaints trends.

Event description:
On (B)(6) 2013, the following info was provided: during the colonoscopy a cook endoscopic hemoclip was used. The device failed to deploy the hemoclip upon operation. Another endoscopic hemoclip of the same lot number was opened and also failed to deploy upon operation. See MDR 1037905-2013-00647. No section of the device remained inside the pt. At this time, the info did not reasonably suggest that a reportable event had occurred. Add'l info regarding this event was received on (B)(6) 2013 and indicated the following. The clipping site was described to be a post polypectomy site in the colon. The clip was attached to the tissue but would not released from the deployment device. The drive wire broke at the end near the clip. Hemostats were used to manipulate the drive wire in an effort to release the clip. The clip was opened and removed from the pt. Another clip of the same type was used to finish the procedure. This has been established as a reportable event. A section of the device did not remain inside the pts' body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.